Event description:
The 3 tubes were opened prior to use to on the patient and each one they saw the cuff was leaking. Associated complaints 3003898360-2024-00246 and 3003898360-2024-00247.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4), the reported complaint of "leak - device leak - cuff" was confirmed based upon the sample received. The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appeared typical. No defects or anomalies were observed. Functional inspection was performed on the returned device to test for proper inflation and deflation. A lab inventory syringe was filled with air and attached to the pilot balloon. Upon injection of air, the balloon cuff was unable to stay inflated. The device was submerged underwater to detect any leaks. Upon inflation, the device leaked from the balloon cuff. Closer examination revealed that it appeared that the balloon cuff was cut which caused there to be multiple holes in the cuff. It could not be determined what cut the balloon cuff. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." A DHR review could not be conducted since the lot number was not provided. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The 3 tubes were opened prior to use to on the patient and each one they saw the cuff was leaking. Associated complaints 3003898360-2024-00246, 3003898360-2024-00247 and 3003898360-2024-00245.